Event description:
It was reported that the patient¿s mother sent the patient's explanted generator to the therapeutic consultant (tc) after the device was explanted, to be analyzed by the manufacturer. It was also reported that the device was used to establish a time of death, specified when the device stopped recording the patient¿s heart rate. The coroner¿s office reported that the cause of death as specified on the patient¿s death certificate as a terminal seizure. The coroner¿s office clarified that the patient was thought to have had a massive seizure in her sleep that caused her death. The device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was performed on the lead. Low impedance and a short circuit condition could not be verified within the returned portion of the lead. A significant portion of the lead coil was exposed and stretched. The ends of the lead coils appear to have been torn. Overall the condition of the lead was most likely caused by forces exerted on the lead at explant. No other anomalies were identified in the returned lead portion. No other relevant information has been received to date.

Event description:
The device was received by the manufacturer and product analysis was performed on the generator. The device output signal was monitored in a simulated body temperature environment, and showed no signs of variation in output signal and demonstrated the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. Both interrogation and system diagnostic test were performed, resulting in ok communication, lead impedance and current delivered. There were no performance or any other type of adverse condition found with the pulse generator. No other relevant information has been received to date.

Event description:
It was reported by the neurosurgeon's office that this patient passed away. Her boyfriend came home, and found her in that state. The patient's obituary states that the patient battled with several illnesses and fought a lengthy battle with medical problems. Additional information was received from the funeral home that the device was explanted and given to the family and the cause of death is unknown. Additional information was reported from the doctor's office that they did not know the cause of death, but the patient's mother told the doctor that the patient had seized and was found unresponsive and was not able to be revived. No other relevant information has been received to date.